Event description:
The pt had femoral artery puncture for purposes of a left heart catheterization procedure. The puncture occurred below the bifurcation. Thirty minutes post deployment the pt developed loss of pulse and pain in the leg. One hour post deployment the tibial artery was explored and extensive occlusion was noted. An anterior tibial thrombectomy was performed. The event resolved 4 hours post deployment without add'l complications.